Event description:
Catheter was placed on august 20, 1997. On october 7, 1997, pt developed signs of peritonitis. The balloon was found to have deflated resulting in catheter migration. The pt was treated for peritonitis.